Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii devices failed to load. A fifth replacement device was used to complete the procedure. The hosp did not report any pt effects. The devices were returned to the factory for investigation. Three devices were reported to be of lot # 25047417 and one device of lot # 25049262.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot numbers. There were no nonconformance issue(s) with these production lots. Investigation results: device 1: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The green slide lock and white plunger were not depressed on the delivery device. The tension spring assembly and seal were inside the body of the loading device. Based upon the eval results, the reported complaint was confirmed. Device 2: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The green slide lock and white plunger were not depressed on the delivery device. The tension spring assembly and seal were inside the body of the loading device. Based upon the eval results, the reported complaint was confirmed. Device 3: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The green slide lock and white plunger were depressed on the delivery device. The tension spring assembly and the seal were in the body of the loading device under the window. This failure is potentially attributed to user technique. The ifus states that if the lock is unlocked, care should be taken to avoid accidentally depressing the delivery device plunger during seal loading and handling. Based upon the eval results, the reported complaint is confirmed for premature deployment of the seal. Device 4: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The green slide lock and white plunger were not depressed on the delivery device. The tension spring assembly was inside the delivery device tube while the seal was extended outside, still anchored to the tension spring assembly. The seal was cracked along the first ring from the edge. Based upon the eval results, the reported complaint was confirmed for failure to load and cracked seal. While we cannot conclusively determined why the hospital experienced issues with loading the heartstring iii devices, and in-service training was conducted with the customer to provide add'l guidance on proper techniques for using the device.